Event description:
Per pharmacist at the hospital, a female pharmacy tech was assembling the add-a-vial (aav) binary connector to the partial additive bag (pab) additive port in 2007. The tip of the aav connector broke at the score and flew into the technician's eye. B mcgringer states the pab latex-free additive port stopper is difficult to penetrate. The technician was taken to another hospital facility as the hospital does not have an emergency room (ER). The tech had a corneal abrasion and was told by the ER doctor to stay at home for 3-4 days. The pharmacist indicated that this was not considered a serious injury. The actual pab, and aav were discarded by the hospital. Follow-up with pharmacist stated she was treated for the corneal abrasion and has returned to work with no issues.

Manufacturer narrative:
Note: this MDR is being filed as a malfunction on advisement by the FDA investigator, during a qsit audit in 2008. According to our procedure, effective date 08/07/2007 MDR reporting decision process flowchart, this is considered a remote event and non-serious; not reportable. A medical assessment was performed on original date by a dr, indicating the injury is not serious, and albeit remote, it is recommended to report it as an MDR. Therefore, the date we became aware the event was reportable is original date. No specific info was supplied by the reporter except that the pharmacy tech was female. Customer reported a problem - difficulty inserting the aav connector into the pab additive port. The outcome attributed to the event was considered non-serious. No info supplied by facility. The actual device was discarded by facility. They supplied lot number of current product in stock. Devices tested were from potential lot numbers. Actual lot is not known. Primary tip insertion force testing was performed for two potential lots. No abnormalities were found for the primary tip insertion force. The primary tip insertion force of aav for latex-free pab stoppers is lower than for pab latex stopper. Review of records showed both lots met release spec, effective date: 10/21/2003 which includes checks for damaged spike tips, presence of silicone and other imperfections that would affect function. Results - potential lots tested had no abnormalities. Conclusions - actual device discarded - tested lots in stock. Potential user error. Technician may have hit metal closure on edge of stopper causing aav tip to break at score.